Event description:
The facility reported an infuso.r. With "some internal parts are moving around inside." It is unknown when this event occurred but occurred in "anathesia." There was no report of patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "some internal parts are moving around inside " issue was confirmed but not reproduced during product evaluation. The assignable cause was not determined as the device was returned unrepaired.